Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. An internal inspection found crinkled styrene, frayed wire, and improper storage. The one-step complete electrodes were replaced and scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the connector on the electrode pads had come apart and the electrodes could not be connected. Complainant indicated that there was no patient involvement in the reported malfunction.